Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) with endoscopic mucosal resection (emr) procedure performed on an unknown date. According to the complainant, during the procedure in which clips were used, there was a perforation. Reportedly, the patient was sent to the operating room for surgical back-up. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.